Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 0019811. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided for evaluation. Previous investigations have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated. Investigation conclusion: the complaint product was a 24g-y-type indwelling needle . No actual sample and picture was returned, the state of the bent needle cannot be confirmed. Reviewed the batch record, assembly date of this lot is mar 2020 and no needle bend were found in-process inspection and fg inspection. According to the analysis on the causes of bent needles in the past, the defects may be caused by improper production, transportation and use processes, and the angle of bent needles may be caused by different reasons. Due to the limitation of the inner diameter of the tip protective sleeve, the angle of the tip contacting the inner wall of the sleeve is less than 3.5 degrees. Therefore, in the process of single packaging, small angle needle bending may occur due to manual placement and the space limitation of single packaging cavity. The factory has set up a special needle bending investigation team in may 2018 and made special improvements on possible needle bending defects, including requirements on the placement of single packaging and strengthening the inspection of bent needles in the process of secondary packaging inspection. At present, the measures are being implemented effectively. At the same time, the factory is led by qa and cooperates with external customers to find improvement measures to standardize operation behavior for transportation and end customers, including: send engineers to some distributors and hospitals for visiting and investigating. In the investigation, it is found that some transporters trample on the outer box of products, and some end customers may bend needles due to inadvertent use of products. In response to this situation, the factory takes measures to distribute propaganda materials that regulate the transportation process and end customers to all levels of distributors and transporters through the marketing department, and at the same time establish a factory and sales service hotline for rapid response. The measure was completed in march 2019. For bending needles in the external transportation process, the factory is led by qa department to carry out joint improvement measures with external customers, and has distributed training materials to distributors and transporters at all levels to standardize the transportation process and the behavior of end users. At the same time, build a service hotline for factories and sales in-house to complete rapid response. These measures were completed in march 2019. In view of the special situation that 24g indwelling needle, the factory qa organizes a special project team to lead the engineers of engineering department and production department. Through data analysis, a method can be found to significantly reduce the defect, that is, the needle cover length of 24g indwelling needle is shortened, making it not easy to be squeezed by catheter connector in the packaging process, resulting in special curved needle. The measure were completed in november 2020.the plant will continue to pay attention to its effectiveness. Conclusion: no abnormality found on the manufacturing process. The main reason may be improper transportation process, which leads to the extrusion of the tip protective sleeve . The plant will keep monitor this sort of failure.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a broken/detached needle. The following information was provided by the initial reporter: at 09:10 on (B)(6) 2021, when the nurse performed superficial venipuncture and catheterized the patient, she found that the catheter tube of the indwelling needle was bent and easily broken, so she replaced the indwelling needle for the catheterized patient, which increased the pain of the patient, delayed the treatment of the patient, and meanwhile increased the workload of the nurse and the expenditure of the department's consumables.